Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.

Event description:
Distributor reported on behalf of home care user that after use of the device the user sustained an infection at the infusion site. According to the reporter, the user reported to emergency care and an abscess was found during exam. The treating facility drained the abscess and installed a drain for 72 hours use. The pt was discharged with no antibiotics.